Event description:
It has been reported to philips that the allura system would not start up. Device was not in clinical use at the time of the reported event. No harm was reported. A philips field service engineer (fse) inspected the system onsite and was able to replicate the issue reported. Fse proceeded to unplug and re-plug the system's disc and wiped the interface of the system's disk. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot start up and the data screen was black after booting. The fse further found that the boot indicator on the review module flashed, the hard disk indicator on the host pc did not light up and the system disk cannot be read. The fse unplugged and re-plugged the system disk, wiped the interface of the system's disk. The fse also bypassed the system disk slot and connected it directly to the system disk to resolve the issue. After the repair, the device was returned to use in good working order. The codes were updated based on the investigation outcome.